Event description:
It was reported that the ventilator failed pre-use check. Moreover, ventilator's air gas module and moisture separator were contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use checks. The ventilator was investigated on-site by our field service engineer and the unit had failed internal leakage test ,gas supply test and pressure transducer test during pre-use check and water was found in the air gas module and moisture separator. According to received information the unit was connected to hospital supply air system. Issue was resolved by customer by drying the air gas module in normal room temperature. No device logs provided. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. User has been informed by field service engineer to maintain central air gas supply moisture under recommended quality for prevention from any such future issues.